Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The dhrs (device history review) for the freestyle freedom lite meter was reviewed. The dhrs showed the freestyle freedom lite meter passed all tests prior to release. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was completed for the reported complaint and freestyle strips, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc blood glucose meter. Customer's caregiver reported the customer received a reading of 137 mg/dl on the adc meter and experienced symptoms described as "dizziness and falling". Emergency services was called and upon arrival a reading of 500 mg/dl was obtained. Customer was hospitalized and received treatment with intravenous serum. Caller additionally reported that the customer was still hospitalized at the time of call and her glucose was not yet in control. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc blood glucose meter. Customer's caregiver reported the customer received a reading of 137 mg/dl on the adc meter and experienced symptoms described as "dizziness and falling". Emergency services was called and upon arrival a reading of 500 mg/dl was obtained. Customer was hospitalized and received treatment with intravenous serum. Caller additionally reported that the customer was still hospitalized at the time of call and her glucose was not yet in control. There was no report of death or permanent injury associated with this event.